Manufacturer narrative:
Manufacturer ref#:(B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Section b5: additional event information received on 02-jul-2025 indicated that there was no evidence of physical material within the devices. The 10 minutes procedure delay did not result in a patient adverse consequence. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A healthcare professional reported that during an endovascular embolization, an enterprise2 4mmx23mm vascular reconstruction device was impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, lot unknown). The tip of the delivery wire passed through the microcatheter, but the stent was impeded in the tip of the microcatheter and could not pass through the microcatheter. The doctor only retracted the stent alone and switched a second new stent, a enterprise2 4mmx23mm (encr402312, 9477853) to continue to be delivered, but the second stent had the same issue. The doctor removed the second stent and microcatheter (mc) from the patient and switched to a new stent and a new microcatheter (both were other brands) to complete the procedure. The surgery was prolonged about 10 minutes. There was no patient injury reported.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The device was not returned for analysis, no product investigation can be performed, and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. Catheter obstruction while-in patient with loss of cerebral target position is a known potential complication associated with the prowler select plus microcatheter. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.